Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The customer reported the airway pressure transducer failed calibration testing. The issue occurred during patient use; the customer reported the hospital staff substituted the ventilator. The customer reported the issue was resolved after replacing the main printed circuit board assembly. The customer reported there is no patient consequence associated with the event.